Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented experiencing an acute myocardial infarction with thrombus present. The procedure was to treat a de novo lesion located in the mid-right coronary artery (rca) that was non-tortuous and non-calcified. A xience prime stent was implanted in the mid rca and a non-abbott stent was implanted in the distal rca. About 20-30 minutes post procedure, the patient expired. It is unknown if there was a relationship between the device and the patient's death. There was no additional information was provided.